Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of myocardial infarction, thrombosis, and additional therapy/non-surgical treatment are known patient effects associated with coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported patient effects and the reported treatments appear to be related to the circumstances of the procedure. A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported that the 5.0x26 jostent graftmaster stent was used in a diffusely diseased atherothrombotic vessel to mitigate high risk for potential embolization, not for an existing free perforation. It should be noted that the jostent graftmaster over the wire (otw), instructions for use, states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts - 2.75 mm in diameter.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial filed medwatch report, additional information received indicates that on (B)(6) 2016, angiography showed that the reported 5.0x26 graftmaster covered stent remained patent. No additional information was noted.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient presented with severe unstable angina and diffuse disease in the saphenous vein bypass graft (svbg) to the left circumflex (lcx) coronary artery and with an atherothrombotic lesion in a large vein near the distal anastomosis for this graft. As this lesion represented a high risk for embolization, a 5.0x26 graftmaster covered stent was implanted in the distal area of the svbg to lcx, followed by placement of unspecified drug-eluting stents in the more proximal sections of the vessel. The result was excellent. On (B)(6) 2015, the patient returned with an acute myocardial infarction due to occlusion of the svbg to lcx after the patient had discontinued dual antiplatelet therapy. The patient was successfully treated with rheolytic thrombectomy and via placement of more unspecified stents. Timi flow improved from grade 0 to 3. Diagnostic catheterization performed on (B)(6) 2016 showed patent stents in the svbg to lcx. No additional information was provided.